Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 56 years old male pt being treated for a myocardial infarction, but the device intermittently would not charge. The ac power charger that was connected to the device displayed a power on indicator light and intermittently displayed a fault light. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.